Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorder. It was reported that the caller was calling to verify MRI eligibility. There is no complaint with therapy. The caller reported elevated impedances. The caller indicated the patient has had these impedances for some time, but due to therapy benefit have not explored any rectifying. The caller reports the following out of range w/ 8840 @ 3v. C0=4505, c1=5256, c2=4017, c3=6425, 03=5978, 13=5329. It was reviewed that the patient should not have an MRI. No symptoms reported. No further complications were reported or anticipated with this event.